Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the pyxis anesthesia system the drawer was not able to close properly. The customer reported that they were unable to dispense any medication to the patient. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this event.